Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The inverter was shorted out and inverter cover was melted resulting in the reported clinical observations. Additionally, touch screen was dented and the strip chart recorder (scr) has cuts in roller from removing paper jam. Following repair of the unit, this programmer operated as expected. The manufacture date for this product is march 6, 2006.

Event description:
Boston scientific received information that this programmer's screen cannot barely be seen and was no longer usable. The programmer was already returned for analysis. No pt involvement reported.